Event description:
A pt was lifted with the hoist but as the nurse maneuvred the lift frame the hoist dropped the pt down onto the bed. A loud noise was reported by the nurse just before the lift dropped.